Event description:
Pt was bilaterally implanted with saline prosthesis on 1/30/91. On 9/3/91, the physician noted that the pt's left breast had developed pain and the right prosthesis had deflated. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.